Event description:
Caller reported a cartridge alarm 30 during pumping, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer planned to continue using the current pump while they received a replacement pump from tandem technical support. Training would be available in their tandem source account, and instructions were given for returning the problematic pump to tandem.